Manufacturer narrative:
Due to the nature of the issue, high threshold measurements, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the patient with this right ventricular lead had several near syncopal episodes. The lead displayed high threshold measurements and was explanted and replaced. No other patient effects were reported.